Manufacturer narrative:
On 09/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On 10/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon found during a confirmation spin that two of the screws were misplaced by approximately 3 millimeters. The surgeon revised the screws without using navigation. Revising the screw placement caused a 2 hour delay in therapy. There was no impact on patient outcome.